Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed blisters on her left side along with red bumps on her right side, all were itchy and underneath the electrodes. The patient's physician recommended using gauze underneath the electrodes. During a follow-up, it was reported that the patient's irritation improved.